Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 3 months after the dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.